Manufacturer narrative:
(B)(4). (B)(4). Eval summary: the analysis results found that the device was returned in good condition. The device was tested with a generator and was functional. The tissue pad was examined and normal wear was visually seen. Flaking of the tissue pad may be caused due to activation of the device while clamping without tissue being present in the entire jaw area. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in damage to the instrument.

Event description:
It was reported that during a bilateral subtotal thyroid procedure, after only the second activation (coagulation) the shear started to release white "shavings" that looked like the ceramic tip that was being stripped. I also took a sample of the "shavings" to be analyzed. It was not because of over use-this occurred at the beginning of the operation. Another device was used to complete the procedure. There were no adverse consequences for the pt.